Event description:
It was later reported that the patient received a heart transplant. There were no device or therapy related issues associated with transplant. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: review of the log file provided by the account confirmed pump stop events; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file contained data from 29oct2019 through 13nov2019. The log file contained multiple pump stop events on (B)(6) 2019. These events occurred while the patient was connected to battery power and had corresponding fluctuations in pump parameters. Additionally, driveline fault alarms were active throughout the majority of the log file. Based on previous complaint history, these conditions could have been caused by a potential driveline issue. No other atypical alarms were noted throughout the duration of the log file. Additional information was provided stating the cause of the pump stop was assumed to be wire to wire contact. It was reported on (B)(6) 2019 that the patient underwent a heart transplant. It was reported the device would not be returned for evaluation. The heartmate ii lvas IFU outlines indications of driveline wire damage as well as how to respond to such events. This document also addressed how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a pump stop while on battery support. Per the account, the pump stop was thought to be associated with a wire to wire contact. The account plans to keep the patient in the hospital until transplantation. No devices will be returned for evaluation. No further information was provided.